Manufacturer narrative:
This report is being supplemented to provide additional information based on additional device evaluation, additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. Additional evaluation was provided. Market quality performed a visual inspection on the subject device and noted that there were no signs of physical damage on the housing of the device as there are no dents or deformities. The front panel had no indications of physical damage as there are no cracks observed. The touchscreen on the front panel has no punctures, tears, or scratches. The condition of the video connector on the outside appears to have no cracks or chips. Mq used a test camera head along with a test rigid telescope and was able to capture a picture as well as verify a bent pin on the top right corner of the video connector. A review of the DHR found no deviations that could have caused or contributed to the reported issue. During device inspection, bent pins were noted but the root cause of the reported issue could not be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
(B)(6). The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the error code e226 was confirmed due to bent video connector pin. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), during preparation for a diagnostic nasal endoscopy procedure, the visera elite ii video system center exhibited scope communication error e226. There was no harm or user injury reported due to the event.